Event description:
Reportable based on the analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary intervention (pci) the device was unable to cross the lesion. The 76% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). The lesion was predilated with a 3.5 x 12 mm maverick balloon and then a 4.00 x 24 mm promus element stent delivery system (sds) was advanced to the rca; however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device is combination product device evaluated by MFR: initial visual examination noted that the mid section of the stent appeared to be kinked. The balloon was tightly wrapped and was not subjected to positive pressure. No further damage was noted on the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).